Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6)) was implanted backwards during primary cataract surgery. An additional surgical procedure was completed to explant the lal and implant a new lal (sn (B)(6)) in the correct orientation. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).